Event description:
"According to the customer: the flow measuring disappeared several times during pt treatment. After refreshing the contact cream the unit works again but almost 3 hours later the flow measuring disappeared again. So the device was swapped out. (B)(4).

Manufacturer narrative:
The device was tested in the laboratory of maquet. The complained error could be reproduced at the first day of the investigation. From then on the system ran without any error with different settings in a time frame of about 3 weeks for many hours. Even the ultrasonic paste had not to be refreshed. A loose contact check was negative. No loose contact. As a precaution, the drive and the flow measuring board will be changed. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides prod failure investigation, analysis and resolution for the device described in this report. The device in question will be sent to maquet (B)(4) for investigation.